Manufacturer narrative:
Patient height reported as 167.0 cm. Patient identifier and date of birth not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to remove a total hip prosthesis following a (B)(6) infection on (B)(6) 2017. During the procedure, surgeon noted a lack of power to the competitor¿s drill. Thereafter, the motor overheated. It is reported the drill bit then broke. All fragments were retrieved. Surgery was completed successfully with an unspecified delay. Patient is reported to be well. The infection was treated. Patient is unable to walk because the new prosthesis has not yet been implanted. Mobility issue is not linked to the breakage of the drill bit. This report is for one (1) 3.5mm high speed drill bit. This is report 1 of 1 for (B)(4).